Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet insulin pump¿s screen was cracked, which constituted a device mechanical break affecting the display component, and the device was subsequently replaced after the prior unit was returned. Symptoms included no reported adverse clinical effects. Outcomes included continued therapy with a replacement device and user education on shutdown, data sync, return logistics, and the need to complete startup on the replacement. Investigation included review of device history and return logistics, verification of shipment and receipt, and assessment of use and handling. Investigation of this case revealed physical damage to the device¿s screen with no evidence of device malfunction beyond the cracked display, consistent with use-related or accidental damage to the enclosure/display assembly. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to handling.